Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is wear and tear on the device, with a 2017 manufacturing date. The complaint allegation was not confirmed. No received picture does not show evidence of that failure

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge lid lock sensor was flashing when pausing and eventually canceled the spin. This was discovered during the case, but they were able to empty the cassette and re-spin it. The lid had to be manually held down with force to complete the case. The case was completed with no patient harm.